Manufacturer narrative:
(B)(4).

Event description:
An endurant aaa main body was implanted approximately 3.5 years ago. It was reported that 11 aptus endoanchors were used in conjunction with one unknown endurant ii aortic extension to treat a proximal type ia endoleak; all 11 were deployed into the main body. There were no issues deploying the anchors; however, at the end of the procedure there was still a type ia proximal endoleak. There was no calcification or thrombus at the seal zone.